Event description:
It was reported by the patient that one week after implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient¿s heart races when she walks. No further information was available from the clinic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4039 competitor implantable pacing lead (B)(6) 2007, 6947 implantable tachy lead (B)(6) 2008, 1156t competitor implantable pacing lead (B)(6) 2010. (B)(4).